Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen was blank. The pump case was removed, and evidence of moisture ingress was found on the display screen connector. Unrelated to the complaint, evidence of moisture ingress was also found in the battery compartment, and the battery compartment was cracked. A leak test was performed and failed due to a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the pump display screen could not be read. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.